Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via remote transmission that the right atrial lead exhibited intermittent atrial oversensing resulting in automatic mode switch episodes. No intervention has been performed. No further information was available.